Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed hand prime using new lab reservoirs and found 1 of 2 was occluded at the quick release connection septum site. The remaining reservoir passed per specification. They were unable to confirm if the customer received the infusion set occluded because the customer returned an opened/used set. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer stated that when it gets to 8.0 units, it says no delivery. Customer changed the reservoir and the set but still had a no delivery. Customer stated that the alarm occurred during manual prime. Customer stated that the issue has not been resolved. Customer stated that the insulin did not exit during manual plunger push. Customer assembled a new infusion set with the current reservoir. Customer stated that the insulin did exit the tubing. Customer was advised to return the infusion set.